Event description:
A malfunction was reported on the pump, but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. The customer had completed a pump reset prior to contacting, and with the assistance of technical support, the pump was turned back on. Customer chose to use a backup insulin pump for continued insulin delivery.